Event description:
Olympus received a medwatch report stating: "during a laser laparoscopy with enterolysis, adhesiolysis, laparascopic myomectomy, hysteroscopic myomectomy and dilatation and curettage the loop broke with a piece left behind. It is believed that the piece was washed out during irrigation, but it cannot be 100% determined."

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. Olympus followed up with the user facility to obtain additional info regarding the report, but has not yet received additional info. The cause of the users experience could not be determined at this time. Olympus will continue to follow up with the user facility. If significant additional info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.